Event description:
Customer requests an investigation due to an under infusion occurs as follows: hydromorphone, 50mg/50ml pca infusion started on 08/31/2013 at 12:41 am, loading dose: 0, basal rate: 0, bolus: 0.25 at 10 minute interval and 6 bolus/hour. Pt complained of pain 7 out 10 at 14:00. At that time, nurse didn't check the pump, but did re-educate the pt on use of the bolus. Pt complained of pain 7 out 10 again at 7:30 pm. At this time, the nurse did check the pump and claimed that the pump showed 1 bolus provided to the pt out of 23 attempts. There was no pt impact reported. Pt received medication for pain reliever. Pt has improved.

Manufacturer narrative:
Customer's bolus cable was physically damaged and not working causing the pump showed 1 bolus provided to the pt out of 23 attempts. Performed bolus cable test with pca program, pump passed the test. Pump passed the volumetric accuracy test within +/-5% specifications. Pump functioned as designed.